Event description:
It was reported that the customer had high blood glucose levels of 260 mg/dl. The customer treated with the insulin pump. The customer reported an off no power alert from the insulin pump. The customer further reported that there was no low battery alert prior to the off no power alert on the insulin pump. Troubleshooting was done. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. The customer declined to have the insulin pump replaced and reported that he was getting a new insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)